Event description:
It was reported that the patient received a controller exchange on (B)(6) 2021 due to repeated low voltage alarms. The patient was having alarms while connected to their mobile power unit (mpu). The patient was reportedly outpatient and stable. Alarms were unable to be replicated in clinic. No obvious damage was noted on the batteries. The patient's driveline was intact but discolored. The event log captured constant pulsatility index (pi) events throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.